Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient¿s mother stated that when her son gets a cold, it causes his blood glucose to fluctuate widely. The patient was diagnosed with a cold and placed on steroids. Because of the cold and the steroids, the patient¿s continuous glucose monitor (cgm) value was above 400 mg/dl for over 15 hours when a sensor error occurred and the cgm stopped working. It is unknown how long the cgm was displaying a sensor error. The patient was admitted to the hospital for hyperglycemia. At the time of contact, the patient was at home and in stable condition. Data was provided for investigation. The problem sensor error was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.